Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-00713, 0001822565-2021-00714. Concomitant medical product: femur trabecular metal cruciate retaining (cr) narrow porous item# 42502206201 lot# 64180063. Natural tibia trabecular metal two-peg porous fixed bearing left size e item# 42530007101 lot# 64175406. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint performed under anesthesia. Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty?: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure was performed to increase articular motion and reduce chronic pain from arthrofibrosis, and was successful. Devices remained implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a manipulation under anesthesia approximately two months and one-week post implantation due to arthrofibrosis. The patient completed the study satisfied approximately one year and five months later without further complications requiring intervention. There is no additional information at this time.